Event description:
Hold for ac 4/17 it was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 122 mg/dl.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3: device not returned.